Manufacturer narrative:
The patient demographics are unknown at this time. The core and log files have been received by the manufacturer, however, the evaluation is pending.

Event description:
A medtronic representative reported an issue that occurred with the fusion system during a functional endoscopic sinus surgery (fess). The site was in the navigation phase of the fusion software when, without prompt, the software went back to the registration phase of the software. The site reported that the back arrow in the software was not pressed nor was the back arrow on the patient head holder. After this occurred, the site reported that they were able to progress into the navigation phase of the software and successfully navigate.